Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint high blood glucose results. The customer is concerned with the results 186, 187, 243 and 288 mg/dl. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) /2017, a back to back blood test was performed non-fasting by the customer and produced test results of 177 and 191 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is undisclosed. The (B)(6). Customer called concerned with high results on her husband's meter. Customer says that before calling, she ran a control test and result was out of range. I ran control test with customer using the same solution and results were within range. Customer ran back to back test and is not satisfied with the results.